Manufacturer narrative:
The customer stated the issue was resolved following a service visit. Calibration was acceptable. No further details were provided. Based on the limited information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter questioned high results for "some" patient samples tested for sodium electrode (na) on a cobas c 303 analytical unit. The specific high results were not provided; however, it was alleged that the results did not correspond to the patient¿s previous results and were "much higher" and "obviously incorrect." The samples were repeated on a different c303 analyzer, and the results were "normal." Per product labeling, expected na results for adults are between 136 mmol/l and 145 mmol/l. The questionable high results were not reported outside of the laboratory.